Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer was identified as having a condition that may impact the performance of the assay and was using improper technique. Patient sample interference could not be ruled out as a cause for the unexpected result. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Ireport received of discrepant inratio values. Patient's therapeutic range 2 - 3. On (B)(6) 2016 inratio inr = 1.3; repeat inratio inr = 2.1 four hours between tests. On (B)(6) 2016 patient self tester was admitted to the emergency room at (B)(6) for a severe bladder infection and was given intravenous rocephin - dose unknown. Patient was discharged the same day as stable. Emergency room visit not related to inr. Historical inratio inr value on (B)(6) 2016 inratio inr = 2.3.